Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump may be over delivering. The customer¿s blood glucose level was 68 mg/dl at the time of the incident. The customer used food to treat the lows and suspending the pump, but they still kept going low. Troubleshooting was completed and the pump passed a displacement test, but still did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be and reservoir will not be returned for analysis.